Manufacturer narrative:
(B)(4). Upon follow up, it was reported that initial treatments were discontinued as the patient was thought to be recovered from the event. The patient was asymptomatic for two days before experiencing a recurrent case of peritonitis manifested by cloudy effluent. The patient was initially treated with ampicillin (dose, route, and frequency not reported) and then later treated with cefazoline and fortum (doses, routes, frequencies, and duration not reported) for the event. The patient did not require hospitalization for the event. At the time of this report, the patient had not yet recovered from the peritonitis and antibiotic treatment was ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with automated peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient did not wear a mask and did not perform adequate hand washing. Peritonitis was manifested by abdominal pain and turbid dialysate. On the day of onset, the patient was hospitalized for the peritonitis event. Beginning on the day of onset, the patient was treated with cefazoline once daily intraperitoneally (dosage and duration not reported) and fortum once daily intraperitoneally (dosage and duration not reported) for the peritonitis event. On the same day as this report was received, physioneal therapies were discontinued, but extraneal therapy was ongoing. On an unreported date, the patient was discharged from the hospital. The patient was recovering from the peritonitis event. On an unreported date, the peritoneal effluent was becoming a little clearer and the abdominal pain was less than it was initially. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.